Event description:
Event description guidant received information that, during the implant of a heart failure system, this lead was not successfully implanted into the atrium. There was concern that the venous anatomy may have been dissected by the guidewire. The patient had a history of chemotherapy for lung cancer.